Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that ashaft break occurred. The target lesion was located in the very calcified right coronary artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. While the device was being removed, it was noted that the hypotube broke in the guide catheter. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.